Event description:
Report received from (B)(6) states: "the cutter stopped cutting after twenty minutes into surgery. The cutter had to be changed. No pt impact or injury."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. The sample was received with the tubing wadded and tangled up inside the pack tray. The IV spike had been cut off the irrigation line and was not returned. Functional testing using a stellaris pc and a sample collection cassette found that the cutter had good clean cuts at various cut rates and aspirated as required. The tubing tested negative for leaks and clogs. The collection cassette was tested using sample tubing and performed as required. Report 2 of 2.